Event description:
It was reported that the customer was hospitalized three times in (B)(6) 2012. It was stated that the customer has been experiencing stomach pains and other diabetic issues. Attempted to contact the customer without results. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.